Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Further investigation results: the review of the documentation associated to the manufacturing process indicated that all devices within the work order were released in accordance with allergan procedures, and no anomalies were found in the documents related to the reported event. According to the device analysis performed in the laboratory, a unidentified opening was observed on the border of the insert to shell bond area which was related to the reported complaint. According to the current risk documents the event of leakage (or opening) in the insert/shell assembly process is a known failure mode and manufacturing process controls and inspections are stablished to reduce the incidence of this failure mode. This event was presented to the CAPA steering committee and it was decided to open CAPA 348208 to address the event of openings in insert to shell bond area. During the trend review of all complaints with an opening on border of insert to shell bond area for tissue expander for the period of feb/2019 through jan/2021, an outlier was noted in oct/2019, however all the events are being captured in CAPA 348208. Device evaluation: visual analysis of the returned device identified one curved opening at the edge of the insert to shell bond area. A leak test and microscopic analysis were performed which identified that the curved opening had a sharp pattern on anterior three. A dimensional measurement in the shell was performed which identified the thickness was within specification. The measurement of the opening was 6mm. Based on the device analysis the final assessment was an opening with a sharp pattern at the edge of the insert to shell bond area assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.